Manufacturer narrative:
Other applicable components are: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Analysis of the catheter found the retaining ring fingers damaged, a core indent seen down in the cup of the sc connector, and leaking seen during a pressure test.

Event description:
The device was returned without any documentation and underwent routine analysis. Per the logs, the pump was infusing hydromorphone (10 mg/ml at 4.946 mg/day), bupivacaine (14.1 mg/ml at 6.974 mg/day), and fentanyl (1391.9 mcg/ml at 688.4 mcg/day). The indication for use was noted as spinal pain, non-malignant pain, and lumbar radiculopathy. No patient symptoms were reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.